Manufacturer narrative:
(B)(4). Product analysis: the results of this investigation concluded the presence of fibrous thickening on all cusps, outflow thrombus on all cusps with retraction on cusp 2, and a thin layer of fibrin on the inflow surface of cusps 1 and 2. Special stains were negative for organisms, and no acute inflammation or calcifications were present. There was no evidence found to suggest the cause of the fibrin and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin and thrombus resulting in high gradient remains unknown.

Event description:
The patient was transferred to rehab and discharge is being planned.

Event description:
Information provided to sjm indicated this 25mm epic tissue valve was implanted in the aortic annulus of a patient with non-everting mattress sutures and spaghetti pledgets. It was reported that the patient was prescribed warfarin, however, only continued to take the medication for 1 month instead of the prescribed 2-3 months post-operatively. The valve was explanted due to an elevated gradient. During explant, pannus, thrombus, and leaflet stiffening were observed on the valve. A segment of adherent tissue was removed from the cusp during explant and reported as fibrin/thrombus following pathological examination. An sjm regent mechanical valve (model: 21agfn-756; serial: (B)(4)) was implanted. The patient was unstable post-procedure and an intra-aortic balloon pump was initiated. The patient was removed from the pump on (B)(4) 2014, and placed on a ventilator. The event was reportedly caused by short-term anticoagulation therapy. There was no alleged problem with the sjm regent valve.